Event description:
Ous MDR - an alert regarding shock impedance failure was sent via home monitoring. The impedance at times was over 150 ohms. During an in-office visit, the shock impedance was between 50 to over 150 ohms and a decreased lead impedance of about 450 to 300 ohms was confirmed. Nothing unusual was found on the x-ray. When the pocket was reopened, the helix of this lead could not be moved, event after 40 rotations with the fixation tool. Therefore an excimer laser sheath was used and new OEM devices were implanted. Both the ICD and lead were returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47.5 cm proximal to the lead tip. A distal lead fragment was returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead fragment. In particular 10.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the rv shock coil was found fractured. Furthermore marks ofarc-over were detected at the conductor cable to the rv shock coil (see fig. 1). These damages can be considered as the root cause for the clinical observation. Additionally calcified appearing tissue residuals were found at the lead tip. Based on the characteristics of the above mentioned findings, it is reasonable to assume that the lead had been stiffened by the surrounded tissue, which led to severe mechanical stress due to significant motion in the area of the tricuspid valve. This constant exposure in the implanted state likely resulted in conductor fracture. Diagnostic images clarifying this assumption were not available. Further damages, such as the deformed shock coils, most likely resulted from tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.